Event description:
Rptr has developed a latex allergy and asthma as a result of exposure to any latex products, but especially aerosolized latex powder, symptoms range from dermatitis to severe asthma and bronchospasm.